Event description:
It was observed that during the device evaluation, the subject device c-cover (camera cover) was burnt and the distal end was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: when using a combination of endotherapy accessories that use high-frequency power source, an electrical current was applied near distal cover, which may have caused the cover to burn due to effect of discharge, but the specific circumstances of the event could not be determined. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU operation manual ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope¿, reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.